Event description:
It was reported that a high drain 201 alarm occurred after use on the homechoice (hc). This indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume in standard mode. The home patient (hp) stated they had performed a last fill of 2500ml and after dwell, the hp was unable to find the manual drain option on the hc. The hp then disconnected from the hc. The hp indicated they wanted to drain the last fill and did not want to use manual supplies. The hp had started over with new supplies in an attempt to drain. The initial drain alarm was set to 0ml and the hp only drained 28ml during the initial drain. Then the hc then proceeded to fill one and the hp did not catch the machine until they were in dwell one. At this time, the hp performed a manual drain and drained 5438ml. The hp then ended therapy. When the hp turned on the hc for their next therapy, the hc displayed the high drain alarm. The technical service representative (tsr) arranged the return of the device. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. A service history review showed no failures/problems that were the same as, or similar to, the current difficulty. In addition, there was no indication that the parts replaced during servicing caused or contributed to the reported difficulty. The device passed electrical and functional testing. External and internal visual inspections were performed and found no issues. The pneumatic system was tested and found no issues. A simulated therapy was performed on the device successfully. The reported issue was identified through an event history log review. The cause was determined to be a false empty detected and the initial drain alarm setting was inappropriately programmed. Homechoice / homechoice pro apd systems patient at-home guide states in the warnings that setting the I-drain alarm volume too low or off can result in an incomplete initial drain followed by a full fill. This can result in an increased intraperitoneal volume (iipv) situation. A review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.